Event description:
Procedure: urogynecological. According to the reporter: the patient¿s attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient¿s attorney alleged a deficiency against the device. Add¿l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The indication for implantation of transvaginal mesh in this patient is stress incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh is in 2006 ¿ underwent anterior repair and pubovaginal (uretex) sling placement under general anesthesia. Complications post uretex placement in 2010: had burning with urination for 2 weeks. Assessed with urinary tract infection (uti). Prescribed ditropan, oxybutynin 5 mg, pyridium and vicodin. Had recurrent bladder infection. Prescribed ciprofloxacin, vicodin 500 mg. In 2013 had low back pain and uti. Had frequency with leakage of urine and incontinence. On ciprofloxacin 500 mg. Prescribed levaquin 750 mg, oxybutynin 5 mg. Refer urologist for incontinence. Urinalysis in 2 weeks. In 2013 the patient had a uti. Bladder biopsy done. Ordered for urinalysis in 2 weeks.